Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 46 fractured. Construction was a single crown placed on the implant. Patient sufferd from periimplantitis following bone loss and implant instability fracture was caused by overloading after 15 years in situ.

Event description:
Implant fracture.